Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in 2004 for stress incontinence and mesh was implanted. In 2014, the patient experienced small bilateral mesh extrusions and underwent revision under general anesthesia. In (B)(6) 2017, the patient experienced minor post-menopausal bleeding, recurrent small extrusion in the left paraurethral recess and a tiny fiber palpable on the right. The patient underwent another revision procedure for exposure on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Additional information was requested and the following was received: date and name of initial surgical procedure - 2004 what were current symptoms following the index surgical procedure? Onset date? - presented 2014 with small bilateral mesh extrusions- had burial under ga - presented with minor post menopausal bleeding in (B)(6) 2017 - recurrent small extrusion in left paraurethral recess plus one tiny fibre palpable on right - no pain the initial approach for the index surgical procedure? - excision of tape (B)(6)/2017.